Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing was observed on both channels of the pulse generator. No patient symptoms were reported. All other measurements were normal. No changes were made and the patient would continue to be monitored.